Manufacturer narrative:
H3, h6: one device was received for evaluation in used condition. Visual inspection found and verified the reported downstream occlusion (dso) seal problem. The dso seal was degraded. It was determined that the dso sensor seal was replaced, and the pump passed all functional tests and performed as intended after repair. The service history review indicated that the reason for return is related to a past service on june 2, 2023, for an issue related to "dso sensor seal replaced due to a bubbled seal"

Event description:
It was reported that the device's downstream occlusion seal was degraded. There was no patient involvement.